Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Revision hip arthroplasty - removal of metha modular stem due to complaint of pain. Removal date: (B)(6) 2015. Components that make up the hip stem implant: nc082t / metha short hip stem cap size 2. Nc098k / metha neck 12/14 140/0.

Manufacturer narrative:
Manufacturing site evaluation: components returned for evaluation include: nc082t- metha short hip stem / nc088k-metha neck the stem shows several traces of the explantation. Other damage or indications of micro movement could not be found. The neck does not show any damages. The components were analyzed with the digital microscope vhx-600 by (B)(6). The device quality and manufacturing history records were reviewed for all available lot numbers. No similar incidents have been filed with products from this these batches. The available information is not insufficient to determine a final root cause. The hip stem and the neck are both according to our specifications. It is assumed that a patient related condition might be responsible for the failure. Corrective / preventive action(s) are not necessary.